Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke into two pieces when impacting the femoral provisional component. Another consignment instrument tray was opened and the surgery was completed without any further issues. There was no consequences or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product identified signs of repeated use (nicked and gouged) and the device was found to be fractured with all pieces returning. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of over 8 years and exhibit signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.